Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left anterior descending coronary artery that was mildly tortuous, non-calcified and 90% stenosed. The lesion was pre-dilated with a 2.0 x 10 mm semi-compliant balloon. After the xience xpedition 2.5 x 12 mm stent was deployed, fluoroscopy showed a dissection at the proximal end of the stent. A xience xpedition 2.5 x 18 mm stent was used as treatment. There was no clinically significant delay. No additional information was provided.